Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported that an alarm was heard and was confirmed by telemetry. The patient heard the alarm but did not realize it until the day prior to the report and missed the pump refill date of (B)(6) 2012. The patient was sent to the emergency room due to the alarm and was admitted to the hospital on (B)(6). The pump was refilled and programmed with the same rate of (B)(6). The patient was asymptomatic with no signs of withdrawal and was stable. The patient outcome was reported as no injury and recovered without sequelae. The device system was used to deliver lioresal (baclofen).

Manufacturer narrative:
(B)(4).